Event description:
Patient reports having a cassette malfunction in the last week. She said the alarm sounds and displays "no cassette." She said it happens a day after she hooks up the cassette (when the cassette is half full). She said this has been an ongoing issue. She did save the cassette to send back for investigation, but she could not locate a lot number on the cassette. She said she bies to hook the cassette to the spare pump and it gives the same alarm, so then she hooks up a brand new cassette and the issue is resolved. Unknown if md is aware. Emailed cnss to follow-up with patient since this is an ongoing issue. Patient also reports sinus infection, sore throat, headache, and flu like symptoms in the last several weeks, but thinks it was due to the opsumit, which she quit taking. She said her md is aware. No further information provided. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continued their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.